Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection. The ipp was explanted and replaced with a tactra device. There is no additional information reported.